Event description:
The facility reports during the transfer, the sling broke off. It appeared that the sling had been assembled. (The pin of the bandage was not stuck through the loop of the bandage). This cannot be seen from the outside.